Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73g2200556 was manufactured on (B)(6) 2022 a total of 27,000 pieces. Lot was released on 08/03/2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "the staple jamming". This occurred while in use on a patient. The issue was resolved by switching to a new stapler. No report of patient harm or injury.